Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly and there was some bleeding. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/29/1997-supplemental report #1 submitted to FDA.